Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: user medwatch report #mw5154563. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
User facility medwatch report# mw5154563 was received which states: " device failed, during cardiac catheterization." Additional information: it was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a right and left heart catheter interventional procedure with a 6f sheath. Reportedly, the suture snapped with both devices. An additional non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.